Manufacturer narrative:
H6; the reported product involved with this event was returned for evaluation and the reported failure of blade breakage was confirmed. The blade was evaluated by product engineering who concluded that based on the analysis performed on the blade, it is reasonable to suggest that blade fractures occurred due to the bending forces applied to the blade, evident from the heavy loading marks on the blade mounts, and / or the shock loading forces applied to the blade, evident from the damage sustained to the dead stop. The product instructions for use(IFU) for the handpeice for use with this blade contain the following warning; "do not apply excessive pressure, such as bending or prying,with the blade. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control"

Event description:
It was reported that during a blade broke during an anterior cruciate ligament surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a blade broke during an anterior cruciate ligament surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.